Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. Retain samples were tested and no failure was detected. H3 other text : see h.10.

Event description:
It was reported that blood leaked from 2 intima-ii y 24gax0.75in ss prn slm npvc catheters during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the nurse placed a indwelling needle for the patient. As soon as the needle was punctured, the blood leaked from another tube end, which could not be used. The batch of indwelling needles was replaced immediately, and the indwelling needles were re-placed for the patient, making the patient puncture twice, increasing unnecessary injuries. So far, two cases of this condition had been detected in this batch".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from 2 intima-ii y 24gax0.75in ss prn slm npvc catheters during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "on (B)(6) 2020, the nurse placed a indwelling needle for the patient. As soon as the needle was punctured, the blood leaked from another tube end, which could not be used. The batch of indwelling needles was replaced immediately, and the indwelling needles were re-placed for the patient, making the patient puncture twice, increasing unnecessary injuries. So far, two cases of this condition had been detected in this batch".